Event description:
The customer reported that pump serial number (B)(4) does not recognize a closed door. There was no pt involvement. Problem was found on (B)(6) 2013 in decontamination. No further info was available.

Manufacturer narrative:
(B)(4). The device was rec'd at baxter for evaluation. The unit was rec'd inoperable due to "door not fully latched" messages caused by loose link screw. The condition was eliminated during evaluation by adjusting the screws with the door performing as expected. The screws were replaced.